Manufacturer narrative:
Corrected data:the previous report stated the device was returned on (B)(6) 2016. Upon further investigation the correct product return date has been obtained ((B)(6) 2016) and entered in the section of this supplemental medwatch report. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was observed that the oscillating saw attachment device had excessive vibration and chatter. There was no delay in the surgical procedure and the same device was used to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.